Event description:
Chronic infection extraction site [infection nos]. Case description: spontaneous device report, USA local control number ca 01-126: this report was received from a physician who reported a pt with chronic infection at the site of extraction packed with gelfoam sterile sponge. He indicated that there may be a possibility of osteomyelitis. No other info was provided on initial contact. Follow up was received by the physician on 27mar2001. A pt developed a postoperative jaw infection in dec1999 following the removal of wisdom teeth. The surgical site was packed with one packet of gelfoam and sutured. On an unspecified date, matter was removed from the surgical site which was thought to be related to particles of gelfoam that may not have resorbed properly and caused the chronic infection that developed into osteomyelitis. The pt was treated with cephalosporin and metronidazole for 6 week courses and was reported to be completely recovered. No further info was received. Case comment: this is a report of chronic infection however, no culture results are given. The age and any preexisting medical conditions of this pt are also not known. There is not indication of the presence of metal fragments. Gelfoam packaged in glass containers is currently subject to recall for the potential of metal fragments becoming dislodged from the lid. Sterility of the contents has not been questioned. This is a clinical event which cannot be further assessed because info is insufficient. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.